Manufacturer narrative:
As per customer, a 23-gauge butterfly failed to retract the needle after use. The device cannot be safely packaged for return (needle still out). It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
As per customer, a 23-gauge butterfly failed to retract the needle after use. The device cannot be safely packaged for return. (Needle still out).

Manufacturer narrative:
Update to annes codes b,c, and d.